Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was microscopically inspected and leak testing. It was found that clear tubing had a hole and suture tubing had a cut from sharp instrument. The cylinder passed the leakage testing and finally the pump did not pass the functional test due to pump clear tubing fluid leak was trimmed off. Cuff was microscopically inspected and was identified to have folds. Ms pump passed the leakage test. The cuff did not pass the visual inspection due to the cuff tube had fluid loss. Lastly the balloon passed visual inspection, leakage and functional tests. Based on the information available and analysis results, pump that did not pass the functional test could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the pump clear tubing had a hole, a fluid leak was observed, and pump failed poppet pressure test. There was no additional information provided.